Event description:
It was reported that patient experienced ineffective therapy due to the scs system autoreducing. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The event of autoreducing/increased recharge burden was reported to abbott. The patient's existing ipg/lead were explanted, and a new ipg/lead were implanted due to increased recharge burden and autoreducing. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the iead was explanted and replaced. Effective therapy was restored post operatively.